Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05805. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05805. It was reported the patient will undergo surgical intervention due to receiving stimulation in an unintended area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.